Manufacturer narrative:
No button error alarm noted. However, act and esc buttons did not respond due to corroded keypad traces. Unable to perform self-test and displacement test due to button keypad anomaly. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that they also went online to troubleshot but could not resolve the issue. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 489mg/dl at the time of the incident. The customer stated that the insulin pump was exposed to moisture due to rain leading to the keypad issues. The customer could not verify if the clock on the insulin pump advanced when observed for one minute due to having removed the battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the high blood glucose could not performed due to the button error. The insulin pump will be returned for analysis.